Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2011-03070. It was reported that during a percutaneous transluminal coronary angioplasty, a vessel perforation occurred. Vascular access was gained via the right femoral artery. A 7fr non-bsc guide catheter was advanced to left main (lm) coronary ostium. Angiography showed 90% stenosis with severe calcification of the ostial and mid left main and a pseudo-aneurysm in the left main. A 300cm pt2 guide wire was advanced to the lm and a 300 cm choice guide wire was advanced to the left anterior descending (lad). A 3.0x15mm apex balloon was placed in the mid lad and choice and pt2 wires were removed and replaced with a 315cm rotawire ex support guide wire. The physician performed atherectomy with a 1.75mm rotalink burr in the ostium of the lm and mid lm. Angiography demonstrated improved appearance of the lumen without evidence of worsening of the left main pseudo-aneurysm. The same 3.0x15mm apex balloon was then advanced over the rotawire, and inflated to 12atm in the lm and lad. The rotawire was removed and replaced with the original 300cm choice wire. A 3.0x23mm promus stent was deployed at 15atm for 45 seconds from the ostial left main into the proximal left anterior descending (lad). The promus stent was post dilated with a 4.0x20mm quantum apex balloon. Angiography indicated there was persistent flow into lm pseudo-aneurysm and a perforation was observed in the distal lm. A 4.0x8mm promus stent was placed in the lm overlapping the previously placed stent. A 3.5x16mm non-bsc covered stent was placed into the lm across area of perforation and pseudo-aneurysm. Covered stent was deployed at 10atm and post-dilated with 4.0x20mm quantum apex. Angiography demonstrated reduced flow into the pseudo-aneurysm and improved flow into the proximal lad and 1st diagonal arteries. Physician is unsure if the perforation was caused by the atherectomy device or the 3.0x23mm promus. The patient was discharged 2 days later and the patient status is good.